Event description:
Per the clinic, the device was explanted on (B)(6) 2023 in order to perform a middle fossa craniotomy. The patient was re-implanted with another cochlear device during the same surgery.